Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the patient experienced recurrent inflammation and pain at the infusion site while wearing the pod for an unknown duration. The patient's blood glucose values were not provided. The parent stated that the inflammation was, on some occasions, severe enough to require hospital treatment; however, no details regarding the hospital treatment, diagnosis, treatment provided, or outcome was available at the time of reporting. The parent further reported frequent pain at the infusion site and/or around the pod, resulting in early pod removals and replacements after approximately 1¿2 days of wear. Medical assistance was reportedly sought on (B)(6) 2026. Additional follow-up attempts were made to obtain further information regarding the reported events; however, no additional details were available.